Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not available.

Event description:
As reported in postmarket gamma study: "(B)(6) year old male subject complained about pain during movements of the hip because of the lag screw. Fracture was consolidated and implant removed on (B)(6) 2014.